Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear or a failure of the pod¿s ability to deliver insulin. The fill septum was inspected, and no large puncture marks were found. Investigation found a tear in the exposed portion of the soft cannula. During the fluid path testing, fluid was observed diverting through the tear in the exposed portion of the soft cannula. Although the cannula was damaged, the timing and cause of the damage are unknown. No time outs or drive stalls were observed in the data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 320 mg/dl while wearing the pod longer than 48 hours on the leg. For treatment, the patient gave correction boluses. The pod was leaking.

Manufacturer narrative:
Add to emdr-104885. H3 - device evaluated by manufacturer? :yes.